Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery even though pump operated within normal altitude range and speaker holes were not blocked. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed customer to gently clean speaker openings, remove and reconnect cartridge, wait before resuming insulin, and customer planned to continue troubleshooting and follow up as needed.